Event description:
Physician reported that during a pacemaker replacement of a dr device by a reply 200 sr, implanted in an pacemaker dependent patient, a pause of 10 seconds has been observed after connection of the sr device to the ventricular lead (outside of the pocket). Due to the long pause without ventricular rhythm, the physician put the device in the pocket, to have immediate pacing. After he put the device in the pocket it took 2-3 seconds until pacing occurred.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Physician reported that during a pacemaker replacement of a dr device by a reply 200 sr, implanted in an pacemaker dependent patient, a pause of 10 seconds has been observed after connection of the sr device to the ventricular lead (outside of the pocket). Due to the long pause without ventricular rhythm, the physician put the device in the pocket, to have immediate pacing. After he put the device in the pocket it took 2-3 seconds until pacing occurred.